Manufacturer narrative:
The reported event of failure to connect was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis revealed a dislodged right atrial contact spring, which resulted in the reported event. The observed dislodged contact spring was caused by a manufacturing anomaly. Further functional testing performed after installing new contact spring was found to be normal.

Event description:
During attempted implant, the right atrial lead could not be inserted in the header of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.